Manufacturer narrative:
(B)(4). A f/u report will be submitted once the investigation completed.

Event description:
The customer reported to audio from their mx40 device. There was no report pt harm.